Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the facility had difficulties with the image quality on the imaging system. It was reported that 2d fluoro image acquisitions were "mostly grey" and there were difficulties differentiating tissue from bone in the image acquisitions. There was no patient present when this issue was identified.